Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of snare loop failure to cut.

Event description:
It was reported to boston scientific corporation that a cold snare device was used during a colonoscopy procedure performed on(B)(6) 2026. During the procedure, the snare would not cut the tissue of smaller polyps. It is assumed that the hdpe sheath is being trimmed too short, preventing the loop from retracting properly into the sheath. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) have been updated based on the additional information received on january 30, 2026. Block h6: imdrf device code captures the reportable event of snare loop failure to cut. Block h11: investigation results the returned cold snare device was analyzed, and a visual evaluation noted that the working length and wire were kinked and the loop was bent. A functional inspection was performed, and it was noted that the device was extended and retracted in the 10-inch loop fixture. The loop could extend and retract properly. Additionally, a picture was provided by the customer; however, the reported problems cannot be observed in it. No other problems with the device were noted. The reported event of snare loop failure to cut was not confirmed. These problems likely have occurred due to the manner in which the device was handled and manipulated, which may have caused the reported and encountered problems. Excessive manipulation of the device without enough care could have induced the defects found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a cold snare device was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare would not cut the tissue of smaller polyps. It is assumed that the hdpe sheath is being trimmed too short, preventing the loop from retracting properly into the sheath. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. Additional information received on january 30, 2026. It was clarified that the hdpe sheath was not cut during the procedure and did not appear short.